Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2009. Upon scheduled follow-up on (B)(6) 2010, high amplitude noise sensing was observed on the ventricular egms (especially in the morning). Atrial egms also show low amplitude noise sensing at the same time. Suspension of 50hz emi (current leakage). The physician has planned an intervention to replace the ventricular lead (st. Jude tendril implanted in 2003) although impedance and threshold results were found stable and normal. Ventricular sensitivity was set to 8 mv in order to filter the noise. On (B)(6) 2010, analysis of the files showed that 50hz emi was at the origin of most of the recorded episodes. However, 3 other recorded episodes show noise/artifacts on the v channel only, suggesting a continuity anomaly (lead failure/fracture), a lead insulation breakage/damage or a connection issue. This anomaly is probably intermittent, which would explain the normal lead impedance results. A re-intervention to check ventricular lead integrity and ventricular lead connection was recommended.

Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.